Event description:
It was reported the patient's diagnosis of nasopharyngeal carcinoma was clear and required systemic chemotherapy, PICC catheterization, and transfusion through the catheter to reduce the risk of phlebitis and surrounding tissue damage. On (B)(6) 2021, the PICC catheterization was performed. After that, the PICC catheterization was indwelled for a long time. On (B)(6) 2021, the patient's right hand developed swelling, and b-ultrasound showed that the right upper extremity venous catheterization operation resulted in thrombosis around the catheter (incomplete). Warfarin tablet 2.5mg qd was given orally for anticoagulant thrombolysis. On (B)(6) 2021, the patient signed to take warfarin tablet and was discharged from the hospital, and the patient was urged to return to the hospital for review.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq2408 showed no other similar product complaint(s) from this lot number.